Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Per the pd registered nurse (pdrn), the newly shortened patient line on the liberty cycler set forced the patient to disconnect to utilize the restroom, at which point the patient neglected to apply a new stay safe cap. Follow-up with the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefepime 1000 mg daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for serratia, and the patient¿s antibiotic was continued. The patient remains hospitalized as of (B)(6) 2025 and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event, involving the newly shortened patient line on the liberty cycler set forcing the patient to disconnect in order to utilize the restroom. The patient did not apply a stay safe cap after disconnecting from the liberty cycler set.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the serious adverse events of peritonitis (characterized by abdominal pain and cloudy peritoneal effluent fluid), which warranted hospitalization and antibiotic therapy. The pdrn reported the patient¿s peritonitis was caused by a touch contamination event, involving the newly shortened patient line on the liberty cycler set forcing the patient to disconnect in order to utilize the restroom. Additionally, the pdrn reported the patient either reused or did not apply a new stay safe cap after disconnecting from the liberty cycler set. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Additionally, gram-negative serratia is a bacterium most commonly found in water and soil. Despite the pdrn citing the liberty select cycler set and questionable non-use of a stay safe cap as the cause of the peritonitis, there was no report a fresenius product(s) and/or device(s) malfunctioned in anyway. Based on the information available, the liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report that a fresenius device(s) and/or product(s) failed to meet the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A nurse reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized and diagnosed with peritonitis. Per the pd registered nurse (pdrn), the newly shortened patient line on the liberty cycler set forced the patient to disconnect to utilize the restroom, at which point the patient neglected to apply a new stay safe cap. Follow-up with the patient¿s pdrn confirmed the patient presented to the emergency room on (B)(6)2025 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (results not provided) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with intraperitoneal (ip) cefepime 1000 mg daily (duration not provided). The patient¿s peritoneal effluent culture result returned positive for serratia, and the patient¿s antibiotic was continued. The patient remains hospitalized as of (B)(6)2025 and is recovering from the serious adverse events. The pdrn attributed causality to a touch contamination event, involving the newly shortened patient line on the liberty cycler set forcing the patient to disconnect in order to utilize the restroom. The patient did not apply a stay safe cap after disconnecting from the liberty cycler set.